Manufacturer narrative:
The customer returned cpu board was installed in an fi test ventilator. The ventilator was powered up and shut down 10 times. The ventilator was powered only by ac without backup battery and power cycled every 3 minutes over one hour. No error other than the ones related to power up and shut down occurred. No failure was found. The determination could not be made that the device failed to meet specifications. The device was being used for treatment when the reported event occurred, and there is /is not a relationship of the device to the reported problem.

Manufacturer narrative:
Become aware date (B)(6) 2016. The fse was unable to duplicate the reported problem, however, it was confirmed in the diagnostic history log. The fse replaced the pm pcba, cpu pcba and the mc pcba to resolve this issue.

Event description:
The customer reported the backup alarm test failed. No patient harm reported.

Manufacturer narrative:
Correction to root cause: the buzzer ls1 of the customer returned cpu board had an intermittent failure due to a cold solder joint which triggered error code 1104. Replacing ls1 resolved the problem.